Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2267 (air and fluid in set) alarm on a homechoice (hc) machine during fill three. The hp stated that they realized that they did not break the frangible on the supply bag. The hp then broke it during therapy and received this alarm. The technical service representative (tsr) assisted the hp in clearing the alarm and in ending therapy. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Per, ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide instructs the user to break the frangible and repeat for all solution bags necessary for treatment prior to priming. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.